Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Dysuria, pain and size incorrect for patient are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of dysuria and pain are a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced pain with the device after radiation therapy, primarily during urination. A revision surgery was performed, during which the physician suspected that the original device may have been oversized. The device was explanted and replaced. No further patient complications were reported.